Event description:
It was reported that a revision surgery was performed due to infection. Patient had two washouts on (B)(6) 2018 and (B)(6) 2018 due to superficial haematoma. Afterwards, legion ps tibia size 7 was exchanged. Surgeon does not fault the implant.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical/medical information has been provided. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.